Event description:
The customer contacted beckman coulter inc (bec) in to report water leak, reaction wheel temperature out of range errors, reagent syringe motion errors, and presence of water in the hydro compartment on the synchron lx 20 pro system. The customer does not know the leak of the source. The customer booted the unit twice without success as the unit continued to leak. Per customer, no erroneous results were generated. No injury or exposure was reported. Customer technical support (vts) instructed the customer to place the instrument in the stopped mode. Service call was initiated; however, the customer cancelled the service, since they were able to fix the instrument. No injury or exposure was reported.

Manufacturer narrative:
(B)(4).